Manufacturer narrative:
(B)(4). Concomitant medical product: delta ceramic femoral head catalog#650-0661 lot# 2015051195. (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found three non conformance reports (ncr) associated with part and lot number. One ncr was associated with eleven devices with marks or scratches on neck,as a result all devices were reworked with no rejections. A second ncr was associated with the removal of test house inspection on taperloc update hips and transfer of inspection process at intermediate inspection. A third ncr was associated with inst operation not being required. Inspection did not lead to any rejection of product. Review of complaint history for same or similar issue identified three complaints for part (item) number and one complaint was identified for lot number. No additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04424/04425/04428.

Event description:
It was reported patient underwent total hip antroplasty (tha) for left hip on (B)(6) 2015, after patient reported pre-operative extreme pain and discomfort on (B)(6) 2015. Subsequently, six (6) months post procedure, the patient was confined to the bed, unable to wash/dress self and had problems performing usual activities. During the 1 year post op visit, the patient reported to having some problems walking about, unable to wash/dress, and unable to perform usual activities. It was also reported patient had no pain, but had a severe limp and required the use of two (2) crutches for support. No additional information is available.